Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the impact code 2199- no health consequences or impact provided on the initial report needs to be corrected. Impact code 2199 is no longer applicable. The correct impact code is 4631-removal and replacement. The following section has been updated accordingly: section h6: health effect - impact code: 4631 removal and replacement. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity : unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) has been inserted prematurely in the patient eye during the process the lens came out from the eye and lens was removed and replace during the same procedure, no patient injury was reported. Customer does not want to be contacted.